Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.